Manufacturer narrative:
E1: initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the main body and twist sleeve of a minicap extended life pd transfer set was damaged. This was observed during use of the device for dialysis therapy. The transfer set was replaced and the issue resolved. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The sample was received for evaluation. A visual inspection with the naked eye noted broken occluder feet. The reported condition was verified. The cause of the condition could not be determined; however, a possible cause could be if the set was exposed to chemical agents such as hydrogen peroxide, alcohol, or bleach as listed on product packaging, this could damage the transfer set materials. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.